Event description:
A surgical technician reported a pt with a dislocated intraocular lens (iol) eight years following the original implant surgery. Medical records were requested and received. According to the medical records, the pt had a history of retinal detachment (pre-existing). The current iol was a replacement for a lens that had dislocated. At the time of that replacement procedure, the surgeon had noted posterior synechia throughout the superior 180 degrees, which he lysed. The iol was exchanged for current lens. The surgeon noted that this iol had dislocated and progressively worsened over the past several months and recently, the edge of the optic had fallen below the visual axis. The pt's vision had decreased significantly. The surgeon repositioned the iol and sutured the lens to the iris. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 10/18/2010, 10/21/2010, 10/22/2010, 10/26/2010, 10/28/2010, 11/09/2010 and 11/10/2010 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 11/10/2010. (B)(4).